Event description:
It was reported that during a procedure to treat a lesion in the distal right coronary artery with moderate calcification, a 2.5 x 12 rx trek dilatation catheter was advanced without resistance and attempted to be inflated at 6 atmospheres; however, the balloon did not hold pressure. Reportedly, the site suspected a balloon rupture occurred. The 2.5 x 12 rx trek dilatation catheter was withdrawn from the patient anatomy without resistance and a new same size rx trek dilatation catheter was successfully used for pre-dilatation. An unspecified stent was implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported rupture was confirmed. Based on visual, functional and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.